Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device had cracked case at display window corners.

Event description:
It was reported by the customer's mother that the customer had a prime/fill anomaly on the insulin pump. Customer's blood glucose level was 57 mg/dl. Customer's mother stated that the insulin was squirting out during the manual prime process. Customer's mother stated that this issue has occurred 3 times. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.